Manufacturer narrative:
Corrected data: h6 - device code.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's scs ipg was replaced due to the patient experiencing difficulty charging the device. Stimulation therapy was re-established postoperatively.